Event description:
The reporter indicated that a 13.2mm vticmo13.2, -11.0/1.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on 01/apr/2022 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight - unk, ethnicity - unk, race - unk. Claim# (B)(4).